Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-02691. It was reported that the patient presented in clinic with light headedness. It was noted that the right ventricular lead had noise. The noise could be reproduced. On (B)(6) 2020, the patient presented for a lead revision. The lead was capped and replaced. During the procedure, it was noted that the pacemaker had blood in the header port. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Event description:
There was also a fracture noticed on the lead.